Event description:
The plastic locking mechanism broke and will not lock the black knob from rotating.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.